Manufacturer narrative:
(B)(4). The complaint infant warmer was not returned to the manufacturer as the customer did not respond to the multiple attempts to acquire the complaint unit and did not provide information regarding the cleaning methods used. Our investigation is therefore based on our knowledge of the product and the description of events. The customer has reported that "the control panel on the infant warmer is broken". A photograph of the complaint unit, which was provided by the customer, revealed that the "manual" mode button had snapped off and missing. Crazing and peeling of the embossed surfaces of nearby control buttons was apparent. A transparent tape was also found to have been applied to the "prewarm" mode button. A lot check revealed no other complaint of this type for lot 081117. The customer did not provide the type of cleaning solutions used on the complaint unit. It is likely that the peeling and crazing of the front panel fascia is related to a known problem of incompatible cleaning solutions reacting with the (B)(4) components of the infant warmer. This would result in crazing and brittleness of the plastic over time. The damage on the "manual" mode button is likely to have been caused by excessive finger pressure during operation. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "the plastic surfaces highlighted in black contain plastic components made from (B)(4), and include the entire heater assembly, bassinet side panels, column cap and front panel fascias; caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." Our cleaning instructions recommend specific proprietary cleaning wipes that can be used to clean the front panel fascias and other highlighted warmer components.

Event description:
A distributor in (B)(4) reported that the control panel of an iw932 cosycot infant warmer was broken. No patient consequence was reported.